Event description:
On (B)(6) 2010, the patient reported that when he presses the up and/or down buttons of the infusion device there are no confirmation vibrations. He stated the infusion device is set to beep and vibrate for alerts. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.